Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the device was 5 minutes off, which led to a delay in patient data population. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system's time was set incorrectly. A technical support specialist corrected the time based on the guidelines outlined in the knowledge article 000012648, titled 'device time is incorrect'. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical support specialist troubleshooted the device.